Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported an end of service (eos) code and there was no stimulation. There was an allegation/dissatisfaction with implantable neurostimulator (ins) longevity. The eos and no stimulation issue occurred the day prior to the report. It was noted that the patient had also seen a screen with empty batteries but currently it only showed contact clinician/eos. The patient's relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.